Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
During variax fibula plate surgery, a 14mm locking screw did not lock to the plate. The surgeon exchanged the screw to a same size new one, but the situation was not changed. Then, the surgeon redrilled to a different angle and a 12mm locking screw. The screw was able to lock to the plate.

Manufacturer narrative:
The reported incident that locking screw, t10, 3.5x14mm was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by possible inadequate drilling . Drilling on such an angle that enabled a proper locking of the screws. As noted; the surgeon then redrilled the hole on a different angle and could place and lock a 12mm locking screw without any problems at all. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
During variax fibula plate surgery, a 14mm locking screw did not lock to the plate. The surgeon exchanged the screw to a same size new one, but the situation was not changed. Then, the surgeon redrilled to a different angle and a 12mm locking screw. The screw was able to lock to the plate.